Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: there were multiple call service (cs 054/cs052/cs012) alarms observed in the black box. There were no pump reboots observed in the black box. The battery compartment was cracked and the returned battery cap was unable to fit. The pump powered on with auditory and vibration to a blank screen; therefore, the original complaint could not be further investigated. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.